Manufacturer narrative:
A ge representative evaluated the system and replaced the gib board and the vertical lift power supply. System operates as intended. (B) (4).

Event description:
The customer reported a delay in the vertical lift. No patient injury was reported.